Event description:
Facility alleges blood leak during dialysis. Chief tech. Reports leaak occurred at start of treatment. Dialyzer replaced. No further problem reported. 4th use estimated blood lost > 100cc